Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation against this lead was confirmed. It was observed that there was a puncture hole in the insulation noted 795mm from the terminal pin through to the conductor coil, most likely from the guidewire escaping the lumen.

Event description:
Boston scientific received information that during an implant procedure, the guide wire exited through the side wall of the distal end of this lead damaging the lead body and insulation. This lead was never in service. No adverse patient effects were reported.